Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue with a locked piston rod. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged motor issue with the piston rod was not duplicated. Review of black box data did not find activities out of normal use. Review of history found loss of prime warnings due to high force, no cartridge detected warning and multiple empty active basal program warnings. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Pump casing was opened and no intermittent conditions were found with the motor assembly or the force sensor circuit. Unrelated to the complaint, battery compartment crack was observed below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).